Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of increased intra-peritoneal volume (iipv) based on a manual drain off-cycler would neither be able to be confirmed in the logs nor duplicated during the pal evaluation. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The hc device functioned normally during evaluation. A cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the registered nurse (rn) reported the home patient (hp) had a caution negative ultrafiltration (uf) alarm and did a manual drain of 4300ml this morning. The largest prescribed fill volume (lpfv) is 2000ml. The technical service representative (tsr) reviewed the therapy log. The hp stated bypassed the initial drain. The tsr explained to the rn that a bypass would not need to be done on the initial drain since the hp met the initial drain alarm goal. The tsr explained the alarm happens when the hp attempts to bypass a drain that is not completed. The rn understood. The tsr would swap. The rn will program. The tsr advised to use manuals. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.